Manufacturer narrative:
(B)(4). Date sent: 11/18/2022. D4: batch # 837a56. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one pcee45a device (b) was received with a tyvek along with the device. Upon visual inspection dry lubricant was noted in the jaws area. Also, no damage and no plastic cover were observed on the jaws. During the manufacturing process, a clear lubricant is applied to the articulation joint cover to make the insertion and extraction of the device into the trocar easier. The lubricant is sodium stearate; this is known to be matter non-toxic and biologically non-hazardous that is attributable to the assembly process. This lubricant is safe for patient use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary; an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the sales rep that during a semi-open pneumonectomy, there was too much lubricant on the shaft, and the plastic cover on the jaw stuck to the device and torn. The same issue occurred to 2 devices. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. No further information is available.